Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The reported elevated cobalt and chromium levels, and intraoperative finding of dark synovial tissue that was noted during revision are consistent with findings associated with metal debris; however, with the limited information available, the reported metallosis cannot be confirmed or its relationship to the reported diastolic dysfunction. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated metal ions and reported metallosis cannot be concluded, and there is no evidence the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated levels of cobalt and chromium.